Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had a keypad anomaly. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with cracked case at display window corners, cracked lcd window, cracked case at reservoir tube window corners and cracked battery tube threads.